Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the ins depleted a couple of days before the call. The patient tried to charge the ins and was unable to connect. The patient reported that they last felt stimulation four days ago. The patient wasn't sure what to do for troubleshooting and planned to meet with a manufacturer representative at their healthcare provider¿s (hcp) office to address the issue. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the ins battery quit working and would not charge, so the patient had to have it replaced with a new non rechargeable battery. Patient's battery was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient was in the hospital unrelated to their device/therapy. They couldn't get their ins to charge and mentioned that their ins shut stimulation off because they can't charge and now their sciatic nerve hurt a lot. They couldn't walk because their feet hurt so bad. They noted that their pain was "quiet" right now but when it revved up they were in a lot of pain. The patient didn't provide further details other than the fact that they couldn't charge their ins. The patient wanted someone to come out and help them. They also noted they had shaky hands. It was later noted that the patient's ins wasn't holding a charge. They were able to connect the recharger to the ins but 0 coupling bars were filled in. The patient indicated that the antenna was directly over the ins. It was reviewed that the pocket might need further evaluation. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend of family member of the patient on 2019-sep-26. It was reported that the caller needed assistance with accessing MRI mode and they were getting poor communication that was resolved over the phone. In the end, it was noted that the caller saw ¿4.0¿ and ¿b¿ when she sync¿d successfully with the implantable neurostimulator (ins). Lastly, it was reviewed how to turn the implantable neurostimulator (ins) back on after the MRI was completed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the dead ins was the battery needed to be charged. The cause of the inability to charge was that the patient didn't know how to fix the problem because they had never done it before. The patient said they charged the device. The issue was resolved. The patient mentioned any time they had a problem someone was always available to help. The patient said they don't just install it and leave it for the patient to try and figure out. No further complications were reported.